Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an oesophagogastroduodenoscopy diagnostic procedure, during sedation, while the device was outside the patient, the image of the video system center was lost. The procedure was completed with the same device. There were no reports of patient harm.